Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead were oversensing when the patient turned over in bed. The patient has received inappropirate shocks and several non-sustained episodes were noted. Shocking and sensing impedance readings from the lead were within normal limits.